Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys tsh assay results for two patient samples. Patient 1: the specific date of testing for this patient was requested but was not provided. The initial result was >100 miu/l. The result with an automatic 1:10 dilution was 0.3 miu/l (3.0 miu/l) and was reported outside the laboratory. The repeat result from a cobas 6000 e 601 module was 200 miu/l. This result was believed to be correct and a corrected report was sent. Patient 2: the initial result on (B)(6) 2017 was >100 miu/l with a data flag. The result with an automatic 1:10 dilution was 0.345 miu/l and was not reported outside the laboratory. The sample was repeated with a 1:5 manual dilution and the result was 42.11 miu/l (210.55 miu/l). The repeat automatic 1:5 dilution using a new pack of diluent was 206.1 miu/l. This result was believed to be correct. There was no allegation of an adverse event. The reagent lot number was 189279. The expiration date was requested but was not provided. Calibration and qc results had been acceptable. The customer found the pack of diluent used to perform the first automatic dilutions was placed onboard the analyzer in (B)(6) 2017 and had only 4 ml left in the pack. The customer suspected that the diluent was completely dried and the dilution was not done correctly. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The investigation determined the diluent had been onboard the analyzer too long as the stated onboard stability is one month. This was the most likely cause of the event.